Event description:
The customer reported they had a "loudspeaker fault"; it is unknown if there was no sound from the speaker. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.